Event description:
Same case as: 2134265-2015-02390 and 2134265-2015-02391. It was reported that automatic pullback failure occurred. During a diagnosis procedure, an ilab ultrasound imaging system was used in conjunction with coronary catheter and a sled to view unspecified target lesion. However, it was noted that the motor drive could not perform automatic pullback. The procedure was completed with manual pullback. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).